Event description:
It was reported that during a follow-up, low impedance was observed. The lead will be monitored and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.